Manufacturer narrative:
The pump was noted as synchromed ii but the size of the reservoir was unknown. Both of these correction numbers could apply: (B)(4). Additional information will be sent as it is received. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient saw an 8476 code on the personal therapy manager (ptm). It was reported that the patient had a MRI on (B)(6) 2018. It was reported that the stall had not recovered. The reason for the MRI was unknown. It had not been less than 2 hours since the patient left the MRI field. It was unknown if there were any symptoms. No further complications were anticipated/reported.